Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device disposition is unknown and the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was discovered during monthly maude review that a facility had reported the following: the arthrex component of an ar-4550, knee scorpion needle, had the tip break off in patient's knee joint during surgery and was seen on x-ray post op. Surgeon chose to monitor patient and not go in after the tip. Maude report contained no facility or reporter name/contact information. Therefore no follow up is possible.